Event description:
It was reported that during a da vinci s hysterectomy procedure, the tip of the monopolar curved scissors (mcs) instrument broke off and fell into the patient. The broken piece was retrieved and the planned procedure was completed using a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument and broken blade were returned and evaluated. Per the customer reported complaint, the right blade was returned detached from the instrument. The blade fractured at the cross section of the grip cable crimp. Half of the cable crimp is exposed. The fracture plane of blade is nearly straight. No other damage was found.